Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the sensors. It was stated that the customer had difficulty with keeping the sensors on her body primarily due to the tape not sticking. The customer described an incident in which her blood glucose was 529 mg/dl. The customer stated that the high blood glucose was caused by eating ice cream. The customer stated that she was a brittle diabetic. Advised that replacement sensors would be sent. Nothing further reported.